Manufacturer narrative:
A2: information was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device . The reason for call was patient reported they were having a hard time charging their implantable neurostimulator (ins) for the past couple of days. Patient stated they were getting system problem rm05. Patient said sometimes when they would turn the controller on, the controller battery would read as full, but they would have to reset the controller by removing and reinserting the li battery because the implanted battery would display all white whenever the error code came on. Agent had patient reset controller by plugging into ac power supply without li battery and patient confirmed the screen turned on. Patient then reinserted li battery,and confirmed the green light was flashing above the screen. Patient unlocked controller and reported controller 100%, implant 70%. Patient confirmed no physical damage on recharger cord/pins nor controller connector port pins. Patient mentioned the back cover of the controller was loose. Patient confirmed they were able to charge at excellent quality most of the time, but occasionally the controller would say recharging without any quality attached for a couple minutes while charging. Patient reported system problem rm05, and then the implanted battery showed all white again. The issue was not resolved. A repair request was sent to replace the controller. Patient called back in stating they got the replacement controller. The patient attempted to recharge the ins and got pairing mode and after they pressed implant they received rm05. During the call patient reset the controller; they blew into the controller port and cleaned the recharger plug but issue still persisted. A replacement controller was sent out. No symptoms were reported. Pt called back in and reported that the replacement equipment has not resolved the issue. During the call pt reset the controller and attempted to pair the controller. However, the controller displayed rm05. Agent sent a request to replace the recharger. Pt mentioned they felt the therapy in their feet. Pt stated the controller was showing the implant as not charged. Agent reviewed to monitor the issue and follow up with the managing hcp if needed.